Event description:
It was reported that a balloon rupture occurred, and procedure was cancelled. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres within 30 seconds, a pinhole at the tip part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was cancelled due to this event. No complications were reported and the patient was in good condition.

Manufacturer narrative:
Age at time of event: 18 years or older.